Event description:
It was reported the insulin pump alarmed button error, reverted to back up plan, then when attempting use the device again it alarmed battery out limit. Customer's current blood glucose was 12.6mmol/l. Alarm and possible causes were explained to the customer. Customer stated she was on vacation but doesn't think the device was exposed to moisture. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump communicated properly with the test blood glucose meter. The test blood glucose value on the meter was displayed on the insulin pump screen. The pump was then programmed with a carb value and the insulin pump gave an estimate bolus using the bolus wizard feature. The insulin pump delivered the bolus estimate and was properly recorded in the bolus history screen. The insulin pump was programmed with a test minilink and the glucose sensor simulator. The sensor feature working properly. No weak signal alarms noted. The insulin pump passed stop idle current, run idle current and off no power test. No battery out limit alarm noted. No button error alarm noted. The insulin pump had an intermittent button response due to moisture damage to keypad traces. The insulin pump had a cracked case near lcd window corner, cracked lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.